Manufacturer narrative:
The t:slim x2 g5 user guide: always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. The t:slim x2 g5 cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that gaps of air were observed along the infusion set tubing, and cartridge tubing. The customer's blood glucose level was 258 mg/dl. Troubleshooting with tandem technical support showed that the customer was using cold insulin to fill the cartridge, and was not following the proper technique to fill a cartridge. Tandem technical support educated customer regarding the fill instructions. Reportedly, the customer filled a new cartridge successfully, and continued using the pump for insulin therapy.